Manufacturer narrative:
Siemens reviewed the data provided by the customer. The thb sensor was found to be performing as intended. The aqc performance was well within specifications. There were no significant instrument errors reported at the time of the sample in question that could be related to the alleged discrepancy in the reported results. Screening and diagnosis of sickle cell anemia (sca) is primarily done by specialized testing like hemoglobin electrophoresis. For special cases like sca, the thb results can vary by the technology used for measurements and there is a lack of clinical data to correlate results between different instrument platforms. In the rp500, thb is estimated by optical measurements and is sensitive to variances from cell morphology. During the rp500 measurement of these samples, the quality diagnostic checks did not detect gross abnormalities, or inability to make the optical measurement. The rp500 does not have any claim to effectively diagnose sca. The root cause of this event is unknown.

Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results and a corrected report was issued. Data logs have been provided for investigation. The customer stated the instrument is operational. The cause of this event is unknown.

Event description:
The customer reported discrepant total hemoglobin results on two children on the rp 500 when compared to a non-siemens hematology lab analyzer. There was no report of injury due to this event.